Event description:
It was reported to boston scientific corp on aug 5, 2008, that an enteral feeding right angle feeding set device was placed (placement date unk;). According to the complainant, when nutritional supplement was injected through the device, a leak between the y-connector and the feeding tube was noticed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device MFR date is unk. Although the complainant has indicated that the suspect device is being returned for evaluation; it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.